Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, dissection is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that a vessel dissection occurred where a retriever guide catheter (the subject device) was placed. A stent was deployed there and the dissection was resolved.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that a vessel dissection occurred where a retriever guide catheter (the subject device) was placed. A stent was deployed there and the dissection was resolved.